Manufacturer narrative:
Reviews of the device history records and inspection records were performed and no similar concerns were found. No product is available for return; therefore, the complaint could not be confirmed. Since the sample is not available for return and there were no concerns noted in the manufacturing documentation, no further evaluation will be conducted at this time. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter breakage.

Event description:
The catheter (PICC 2.8 fr) when used by the nursing team showed to break easily, being hung and at risk of entering the patient's bloodstream.